Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the charger was resetting and would not charge a test battery pack. Upon evaluation, there was contamination on the battery board and there was a failure at bga components u104 (pxa) and u1003 (pld). The cause of the resets and inability to charge is the contamination and bga failure. The root cause of the contamination is liquid ingress of an unknown contaminant. The root cause of the bga failure cannot be positivity identified. The root cause of the resets cannot be distinguished between the contamination and the bga failure. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it was resetting.